Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer decided to use a backup insulin pump to maintain insulin delivery and was sent a replacement pump after being instructed by technical support on the procedures for returning the malfunctioning pump.